Event description:
In 2003, a patient underwent successful repair of an abdominal aortic aneurysm using the gore excluder bifurcated endoprosthesis. During the course of normal patient follow up, it was noted that the aneurysm had enlarged secondary to endotension with the absence of endoleak. A second endovascular procedure was performed in 2006, to reline the original graft with an aortic extender component and two contralateral leg components. The patient is reported to be doing well post operatively.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.